Event description:
It was reported by the patient that since the date of implant, they have felt the device "moving inside". At a device check it was reported that the device was "flipped and leads are out of place". The patient is scheduled for surgery to correct the device and leads. The device and leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).